Event description:
A us distributor returned a monitor and reported the monitor was displaying discharge profile fault flags.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (discharge profile fault flags) has been confirmed. Upon investigation the monitor will not power up. The cause of the failure was due to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. There were no adverse events associated with the monitor malfunction.